Manufacturer narrative:
The product manual warns that a qualified professional must assess the appropriateness and safety of all equipment for each client, and that adult supervision is required at all times.

Event description:
It was reported that while the client was using the gait trainer, she suddenly tipped it forward and to the right. The client was not hurt.